Manufacturer narrative:
The rv lead and device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead revealed rising shock impedances. Three weeks ago the shock impedence was noted to have risen from at implant values of 50 ohms to 80 ohms. At the most recent follow up visit the shock impedences measured 90 ohms, however, the daily measurements revealed one reading greater than 125 ohms. All other parameters, r wave, pacing impedance and amplitude are satisfactory and stable. A lead connection problem or a lead fracture was suspected. A decision was made to perform an additional procedure on the patient. The pocket was opened and the device and lead were visually inspected. The leads showed no signs of deterioration. The lead pins were clearly seen "past the post" in the header. The device was then disconnected from the leads, inspected and then reattached to the device. The device was fully checked once again and the shock impedance was tested in all programmable configurations. The impedances measured 49 - 51 ohms. A decision was made to accept the measurements and the pocket was closed. Induction was not performed as patient was not warfarinised. The device and rv lead remain in service. No adverse patient effects reported.